Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (B)(4) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined due to the device not being returned. However, based on feedback from the surgeon the root cause is most likely due to early weight bearing activity after surgery, resulting in non-union of the patient's bone. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6)2016, all hardware was removed and new hardware was put in place in a revision surgery on (B)(6)2017 due to non-union of the mtp (metatarsophalangeal) joint. The surgeon attributes the non-union to early weight bearing activity postoperatively. Prior to the revision surgery, attempts to treat the non-union with a bone stimulator and immobilization were unsuccessful.